Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the subject device balloon was deflating all the time while inflated in patient. There was no clinical consequences to the patient due to the reported event.

Event description:
It was reported that the subject device balloon was deflating all the time while inflated in patient. There was no clinical consequences to the patient due to the reported event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The cause of the reported issue could not be definitively determined.